Manufacturer narrative:
Pending investigation. No information has been provided regarding revision procedure.

Event description:
As reported via legal documentation, this patient underwent right total knee replacement on (B)(6) 2008 using the exactech unicompartment system, then experienced complications, including but not limited to severe pain and component loosening. Due to the aforementioned complications, the patient was advised to have the right knee revised as a result of the component failure. Upon information and belief, the patient's complications were due to premature polyethylene wear. Ebi search - no results.